Event description:
An endurant stent graft was implanted for the treatment of a 140 mm in diameter abdominal aortic aneurysm. It was reported that the patient was in for their one month follow up CT scan which noted a portion of the bifurcated stent graft was not fully open. There is still flow through the graft. No clinical sequelae were reported.

Event description:
Additional information: the proximal, distal and overlap sections were ballooned twice after stent graft deployment. The final run at the proximal portion of the graft did have a strange appearance, cta's 1-month post-implant showed that the bifurcate was positioned just below the renals. The suprarenal stents were opposed to the vessel wall and normally separated from each other. Beginning approximately 5mm below the proximal graft margin, an area of stent graft infolding was seen along the anterior-right side of the aortic body, extending down to the flow divider. No thrombus/occlusion was seen. The cause of the infolding, which likely occurred during initial implant, could not be determined. It is possible that the thrombus seen in the neck may have contributed.

Manufacturer narrative:
(B)(4).